Manufacturer narrative:
(B)(4). This lot was manufactured october 15, 2014 to october 17, 2014. Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and white particulate matter was observed in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particulate matter to be polyester material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside the elastomeric balloon. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.